Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, and determined that the test well image in question was visually positive with a light red cell adherence.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument.